Event description:
The customer tested her blood glucose using her breeze2 meter and received readings of 107, 106, 105 and 111 mg/dl. She became dizzy after testing and began slurring her words. She was taken to the hospital by her daughter a half hour later. The hospital tested her blood glucose at 40 mg/dl. The customer was given medication to raise her blood glucose. The customer did not have any test strips left, so no product will be returned. The meter was replaced at the customer's insistence.